Event description:
It was reported that the patient¿s previous device did not work because their doctor didn¿t put it in right. The patient stated they had an x-ray that showed the device was not hooked up and the lead was not in s3 which was clearly seen on the film. The patient was receiving horrible shocking at that time. The patient¿s device was explanted and replaced and they recovered without permanent impairment. Since the patient received their new system everything had been working well. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).